Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the hospital following a syncopal episode. The device and lead exhibited a high out of range shock impedance measurement greater than 125 ohms and noise was observed on the shock channel. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in-clinic one week later. No further out of range measurements were observed and the physician was going to continue monitoring. Subsequently, high out of range shock impedance measurements were again observed approximately one month later. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The physician will continue monitoring.

Event description:
Additional information was received that the patient will be scheduled for defibrillation threshold (dft) testing on an unknown date in the future.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that successful defibrillation threshold (dft) testing was performed several years ago and shock impedance measurements were noted to be stable between 120-140 ohms and monitoring had been continued. Additional information was more recently received that high out of range shock impedance measurements continue to be observed with measurements in the 160 to 200 ohms range. An in clinic follow up was scheduled for a future date.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had a pericardial effusion. Additionally, high out of range shock impedance measurements continued to be observed. Surgical intervention was undertaken. The device and lead were explanted. No additional adverse patient effects were reported.